Manufacturer narrative:
Concomitant medical products: 429888, implanted: (B)(6) 2014; 5076-52 lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a syncopal event with a motor vehicle accident. An episode of asystole was noted on telemetry. The right ventricular (rv) and left ventricular (lv) leads exhibited rising thresholds, and intermittent loss of capture. The leads were reprogrammed and remain in use. No further patient complications have been reported as a result of this event.